Event description:
The reporter stated that the tubing was cracked and leaking. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Visual inspection of the returned product showed a cut in the tube approximately 1/8 inch from the end of the solvent connection of the female luer lock. The cut appears to have occurred on the assembly machine during the manufacturing process. The device history was reviewed and found to be acceptable. Medex was able to confirm the issue and determine a cause. This type of cut is consistent with a manufacturing issue. The issue has been reviewed with manufacturing personnel. This is the only reported issue of this type for this product code in the last 12 months. No additional action is necessary. Medex considers this MDR closed with this report.